Event description:
Customer reporting 1 false negative sars patient result of unknown symptomatic status. Customer communicated the result was confirmed positive by another rapid antigen test. Pcr confirmation results were inconclusive.

Manufacturer narrative:
Investigation conclusion: review of customer data shows that sample in question could fall below the limit of detection of the assay. Root cause: unable to determine. Source: email.